Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gsp (B)(4): mps (B)(6) reported saw blade getting power outside haptics and 3 failed mics status checks; tka. Resolution: upon arrival I tested my mics handpiece several times and passed mics status check in pre surgery every time. There were four mics hand pieces in the room with the robot. I tested all four of them and found one that would not pass mics status check in pre surgery. I marked it with blue tape. Sent email to (B)(6) explaining that there was one mics that I found that would not pass the status check in pre surgery. Completed full checkout of system. All testing and verifications passed. Update: patient was under anesthesia. Delay was 10 mins.

Event description:
(B)(4): mps (B)(6) reported sawblade getting power outside haptics and 3 failed mics status checks; tka. Resolution: upon arrival I tested my mics handpiece several times and passed mics status check in pre surgery every time. There were four mics hand pieces in the room with the robot. I tested all four of them and found one that would not pass mics status check in pre surgery. I marked it with blue tape. Sent email to (B)(6) explaining that there was one mics that I found that would not pass the status check in pre surgery. Completed full checkout of system. All testing and verifications passed. Update: patient was under anesthesia. Delay was 10 mins.

Manufacturer narrative:
Reported event: mps (B)(6) reported sawblade getting power outside haptics and 3 failed mics status checks. Device evaluation and results: per (B)(4) - upon arrival I tested my mics handpiece several times and passed mics status check in pre surgery every time. There were four mics hand pieces in the room with the robot. I tested all four of them and found one that would not pass mics status check in pre surgery. I marked it with blue tape. Sent email to (B)(6) explaining that there was one mics that I found that would not pass the status check in pre surgery. Completed full checkout of system. All testing and verifications passed. Product history review: a review of device history records shows that on 05/04/12 1 device was inspected and 1 device was placed on: npr 12-04-0119, npr 12-04-0123, npr 12-04-0101. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, serial number (B)(4) shows 5 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.